Event description:
It was reported by the affiliate that the (1) tsw45 was used during a laparoscopic colorectal procedure. It was reported that the staples would not close. The case was completed with another device and there was no consequence to the pt.